Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg tb 54cm had connection issues I am writing to you in response to 2 customer complaints regarding a set of bd connecta 3-way valves + 50 cm white extension. The items in my possession are as follows: information : supplier reference: 394951, batch number: 4285297, the whole lot seems to be affected by pickings problem the luer-lock circled in the photo below, which allows the syringe to face out, comes loose when the syringe is pulled slightly. The thread turns in a vacuum and is not blocked as it is supposed to be at risk of leakage. The perpendicular tip is not affected.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photo samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that no defect was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.